Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed when the cassette was attached. The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, and a worn uso seal. Review of the event history log revealed a 'high alarm displayed: cassette not attached properly' alarm. Functional testing was unable to duplicate the problem; however, it was confirmed in the ehl. It was determined that the dso sensor was the most probable cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.